Manufacturer narrative:
The review of provided data confirmed the reported issue. The analysis the provided expert files showed that the popup of last and first names had been opened on (B)(6) 2024 but were not filled in, since no update of these fields had been found in the provided expert files and the programming failed after these fields were opened. On (B)(6) 2024, some patient names had been filled during a session on the same programmer tablet. Therefore, the reported issue is not systematic on the subject programmer tablet. The reason that the keyboard had not been displayed on (B)(6) 2024 is unknown and will be further investigate. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during the ICD interrogation in the box, it was possible to program the ICD, but it was not possible to fill in the patient and lead data because the keyboard was not visible. The programmer was turned off and the keyboard never appeared. Programming and testing were carried out without problem.

Event description:
Reportedly, during the ICD interrogation in the box, it was possible to program the ICD, but it was not possible to fill in the patient and lead data because the keyboard was not visible. The programmer was turned off and the keyboard never appeared. Programming and testing were carried out without problem.